Event description:
Stapler inserted into davinci xi arm. Error message "instrument engagement failed." Robotic drape taken off and reengaged. Robot continued with same error code. This occurred after two successful staple fires. Stapler removed from surgical field with staple load still engaged. Given to materials management.